Manufacturer narrative:
Investigation summary: lot#: 9064702 DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Clog test was conducted on 14pcs retention samples and all no needle clog found. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. Base on investigation above, the certain cause cannot be concluded at the moment. Investigation conclusion: based on the investigation, the certain cause cannot be concluded at the moment. However, we will keep monitor on similar issue from filed and trending regularly. Root cause description: lot#: 9064702 DHR and related manufacturing records were reviewed, no abnormality was found. Rationale: according to dfema 149rmn-0004-03, the severity of cannula clog is moderate(s3), the actual complaint rate of pen needle clog is less than 1 cpm(o1) since from 2017. According to CPR-028, the risk level is low, no need to open CAPA.

Event description:
It was reported that the pen needle 32gx4mm was unable or difficult to insulin/medication during use. The following information was provided by the initial reporter: it's noticed that fluidic occluded and completely prevent fluidic fill in & out during injection. The patient feedback that the insulin needle clogged and issue disappeared. Not sure if the patient has repeated use. Defect product has been discarded.